Event description:
A peritoneal dialysis (pd) registered nurse (rn) contacted corporate baxter product surveillance on friday, (B)(6) 2010 to report a second or third bag falling off that was hooked up to the homechoice (hc) cycler. There was no patient injury or medical intervention reported. This medical device report is against the cassette for the separated connection.

Manufacturer narrative:
(B)(4). Writer contacted the patient's peritoneal dialysis (pd) clinic on (B)(6) 2010 and spoke to another pd nurse, who indicated that no further information is available regarding the patient's peritonitis but that she is aware that the patient was treated for the peritonitis, recovered, and was able to continue with his pd therapy with the same homechoice device without further problems. Therefore, a device swap is not requested.

Manufacturer narrative:
(B)(4). There is an ongoing CAPA investigation, (B)(4), associated with this report.

Event description:
Note: the date of event is unknown it was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation handle was involved in a dilatation procedure (patient age, gender, weight, ID and event date are unknown) according to the complaint, during the procedure the alliance handle is unable to produce enough pressure to either inflate or deflate the cre balloon. The customer had to set the handle to neutral and manually inflate and deflate the balloon but pushing and pulling the alliance syringe forwards and backwards. The procedure was completed this way with no patient complications. The patients condition has been reported as good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the service history (siebel) for home choice sn (B)(4) for the previous 2 years revealed no service related events that could have caused or contributed to the reported difficulty of patient symptom (swollen abdomen / pain). Patient symptom (swollen abdomen / pain). A review of the devices service history revealed no failure or malfunction of the device that could have caused or contributed to the reported difficulties of swollen abdomen / pain.

Manufacturer narrative:
(B) (4)the actual sample was not available for evaluation.

Event description:
Baxter sales director of national accounts called corporate product surveillance 9 mar 2010 to relay a report received from a dialysis unit program manager on (B) (6) 2010 for an unknown renal home patient who was hospitalized for overfill after using an unknown homechoice (hc) machine on (B) (6) 2010. During a follow up phone call by product surveillance to the nurse on (B) (6) 2010 regarding the report of hospitalization for overfill after using an hc machine, it was revealed that the home patient (hp) was woken from sleep due to a severely swollen abdomen and pain. Per the nurse, the swelling was so bad that the belly button was protruding out. The nurse reported that hp was rushed to the emergency room (ER) on (B) (6) 2010, where the hp was manually drained to relieve the symptoms. The nurse did not know the amount drained, and did not think that the drain volume was measured at the ER. Per the nurse the hp was started on antibiotics and morphine at the ER. Per the nurse,the hp was then sent home. The nurse did not have any more information on the overfill situation. The nurse further revealed that hp was also diagnosed with peritonitis the same day. Per the nurse, the white blood cell count was over 8000 cells/mm3, neutrophils = 90%. Per the nurse, the hp had cloudy fluid. The preliminary gram stain revealed gram negative rods. The nurse stated that she would have more information later on after she asses the hp. No allegations were made against any of the hp's dialysis products. No further information was provided.